Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the device's activity logs did not show any evidence of the reported event. The customer's report of poor pad contact message could not be confirmed during evaluation. This could be an indication of poor coupling between patient and electrode pads. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "poor pad contact" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.